Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the black box showed evidence of an unusual drastic voltage drop leading to a low battery warning. The returned battery cap was undamaged and was able to fit securely. The rewind, load, and prime steps were performed successfully. All current readings were within specifications. No overheating was duplicated during the investigation. The pump cover was removed to find no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module. The temperature issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.